Manufacturer narrative:
The ge representative conducted an onsite investigation. The generator interface board and the control cable was replaced. The connectors on the power supply and generator were reseated and the software was reloaded. No further service information was provided.

Event description:
The customer reported that the 9900 system displayed error messages after boot up. No patient injury was reported.